Event description:
It was reported that post a percutaneous transluminal coronary angioplasty procedure, in-stent restenosis occurred. In (B)(6) 2011 an ion otw 20mmx2.75mm stent was deployed at an unknown location at 12 atm. No post dilation was performed. The patient was discharged at an unknown date on plavix. (B)(6) 2012 - during a follow up procedure in-stent restenosis was noted on the proximal segment of the ion otw 20mm x 2.75mm stent. A 3.0mmx12mm promus element plus stent was deployed at 18 atm. Post dilation was performed with a 3.0mmx8.0mm quantum balloon catheter at 18 atm. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device is combination product. If implanted, give date - (B)(6) 2011. Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).